Event description:
Ligasure blunt tip laparoscopic sealer would not completely seal. Problem identified by physician at beginning of surgery. No harm or injury to patient. New ligasure obtained and case completed.